Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel 400cc breast implant, catalog # 3544007, lot # 255320, s/n: (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with two mentor memorygel 400cc breast prostheses that ruptured post-operatively. The ruptures were noticed on (B)(6) 2017, and diagnosed later via mammography. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants (s/ns (B)(4) [l] and (B)(4) [r]) on (B)(6) 2017.

Manufacturer narrative:
On 06/19/18, it was reported to mentor that only the right breast implant was received. The left breast implant was not received. On 06/19/18, it was reported to mentor that since the product has not been returned, it has been concluded that rupture is a known complication associated with these devices. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, in the initial report, the date of event was incorrect. The date of event was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).